Event description:
The customer reported that their pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to try a few troubleshooting steps and assisted with removing the pump from its case, but the button issue persisted. As a resolution, technical support arranged for a replacement pump, confirmed the shipping address, and provided instructions for putting the pump into storage mode before returning it. The customer was instructed to send the problematic pump back using a pre-paid label within 10 days, which they understood and acknowledged.